Manufacturer narrative:
H.6. Health effect - impact code: f2203, f2201.

Event description:
Event occurred on right side device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Physician reported "ultrasound and fine-needle aspiration after later seroma. Cytology test for bi-alcl with negative result. During surgery seroma and organized hematoma were found, device completely degenerated (the back face) intracapsular leaking (rupture). Device replaced." This relates to unknown side.